Manufacturer narrative:
Serial/lot number unknown; therefore, date of manufacture was unknown. UDI: serial/lot number unknown; (B)(4). Reporter's complete address and phone number were not provided. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is 2 of 2 for the same event. It was reported from (B)(6) that during a tibial and fibular diaphysis fractures surgical procedure, it was observed that the battery handpiece device while in use with the power module device did not work at all when it was switched on. According to the report, the battery handpiece device was used in the surgery from the previous day without any malfunction. It was reported that the power module device involved with this incident was confirmed to be fully charged upon its checkup. It was further reported that the power module device worked fine when solely tested without being mounted on the battery handpiece device. It was not reported if there was a delay in the surgical procedure. It was reported that the surgery was continued and completed by manual reaming and drilling by another competitor's power tool. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch wil be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was reported as may 3, 2012 in the initial report. This has been corrected to jul 5, 2012. The unique identifier( UDI) has been updated accordingly. The date device returned to manufacturer was reported as mar 2, 2018 in the initial report. This has been corrected to nov 29, 2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a battery malfunction and was damaged and failed pre-test for information button and self test. Therefore, the reported condition was confirmed. A review of the device history record was performed and no non-conformances were detected related to the reported condition. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional information: additional information received determined that an additional device was involved in the event. Therefore this is report 2 of 3 for the same event. The concomitant product has been updated to include the additional device. The device serial number, date of manufacture and manufacture site name and address were documented as unknown in the initial report. The serial number, date of manufacture and manufacture site name and address have all been updated accordingly. The UDI has also been updated accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event.